Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device failed electrical safety test for ground resistance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, defibrillation cycle testing, hi-pot testing, and environmental chamber testing without duplicating the report. The assessment indicated that the device is operating as intended, however, a replacement device will be sent to the customer as a precaution. No trend is associated with reports of this type.